Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR being submitted for unknown number of quantities. On 10-september-2024, it was reported that the patient encountered infusion sets cannula crimped events within 3 hours after insertion. The site of insertion was abdomen. Infusion set was in use for 4 - 5 hours. The blood glucose was reported high and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.